Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had increased and the threshold had increased. The lead was suspected to have a fracture, but no oversensing was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.